Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with most recent approval. Manufacturer's investigation conclusion: incidental findings: visual inspection of the internal monitor cable connector assembly revealed that the ground pin was pushed back power module serial number (B)(4) was returned and evaluated. Visual inspection of the internal monitor cable connector assembly revealed that the ground pin was pushed back and the battery clip was the old style. Further evaluation confirmed that there was a ¿clicking¿ noise only when the device is initially connected to ac power which is normal behavior present on all power modules. There were no additional/atypical noises after the ac power was connected. The power module with new internal monitor cable connector assembly and new style battery clip was returned to the customer; however, the device was returned a second time for evaluation regarding the ¿clicking¿ noise. The second evaluation, performed under wo# (B)(4), did not confirm any atypical ¿clicking¿ noises, beside the ¿clicking¿ noise when the ac power cord was initially connected.; however, the power supply pcb was replaced as a courtesy of abbott. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with mfg and qa specifications. Heartmate ii patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when plugged into power, the power module began "clicking" and the 'on' indicator light to be yellow. Yellow wrench and red battery appeared on interface and the power module was alarming persistently. It was recommended to replace the internal battery. The biomedical engineer did not have a heartmate power module battery. A different battery was tried and issue did not resolve after installing battery, plugging power module back in, and self testing power module. Alarm and clicking sound persisted. The power module was replaced. Upon investigation of the returned device, a damaged pin was observed.